Manufacturer narrative:
This is a follow-up report to provide additional information and the case conclusion for 2243471-2021-02638. The analyzer was returned for evaluation and upon investigation additional information was identified regarding the number of false positive samples. Please note that initially, there was an unknown number of alleged samples therefore, a single MDR was filed to address the customer allegation. The investigation identified two false positive samples, accordingly, an additional MDR has been filed to address the second sample. Sample 1 (run #1857) generated a triple positive for sars-cov-2, influenza a & influenza b with reagent lot c0sz. Sample 2 (run #2189) was positive for sars-cov-2 and influenza a with reagent lot cbdy. Upon inspection of the analyzer, an issue with the photometer was identified. No harm has been indicated. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves has been launched. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for an unknown number of patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. A single MDR will be filed to address the customer allegation. The customer indicated several patients initially tested positive but were later negative when retested on a different platform. No information regarding patient information or run data has been provided. An investigation has been initiated and is ongoing.

Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged discrepant results for an unknown number of patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. An investigation has been initiated and is ongoing. (B)(4).